Event description:
(B)(4). In (B)(6) of 2014 a month after getting the essure coils placed I started having really bad depression and anxiety. Also pelvic pain and constant bleeding for over 3 months straight. I had to be put on several antidepressants and go to counseling. I've also gained 50lbs since they were placed. And when I went to go make sure they were properly placed my left one is not properly placed. The obgyn who put them in refused to remove them. I'm also currently experiencing horrible migraines with no previous history of headaches. My vision has also been deteriorating, before essure I had 20/20 vision. Now I wear prescription glasses. I'm very dissatisfied with this product.